Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was reported that an episode of atrial lead dislodgment occurred. The episode was attributed to twiddler's syndrome. The atrial lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were twiddler¿s syndrome and lead dislodgement. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During an in clinic follow-up, it was reported that an episode of right atrial (ra) lead dislodgment occurred. The episode was attributed to twiddler's syndrome. The ra lead was explanted and replaced to resolve the event. The patient was stable.